Manufacturer narrative:
Patient information is unknown. Device broke during insertion; device not considered implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Phone number: (B)(6). The reported screw belongs to kit part 145.321s, lot 140340: manufacturing location: (B)(4). Manufacturing date: september 26, 2016. Expiry date: september 01, 2026. Screw part 04.503.104.02, lot h137181: manufacturing location: (B)(4). Manufacturing date: june 30, 2016. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during surgery the head of a matrix neuro screw broke off. It was not possible for the surgeon to finish inserting or remove the body of the screw. The body of the screw was left in the patient. The surgery was prolonged about ten (10) minutes. This is report 1 of 1 for (B)(4).